Manufacturer narrative:
Other, other text: d5: operator of device is unknown. No information has been provided to date. E4: initial reporter also sent report to FDA is unknown. No information has been provided to date a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Function tests were unable to duplicate customer problem, three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. Unable to determine the root cause of the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the pump was found to delivering accurately. The expulsor will be trimmed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump has failed delivery accuracy. There were no reported adverse events.